Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was stuck in the fill tubing step of the priming process. Customer reported that the insulin pump had been returning unidentifiable alerts recently. Blood glucose level was 210 mg/dl at the time of the call. No further information was provided.